Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device') in a (B)(6) year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since (B)(6) 2018 for anxiety, amlodipine since (B)(6) 2006 and lisinopril since (B)(6) 2006 for blood pressure high, metformin since (B)(6) 2006 for diabetes, zolpidem tartrate (ambien) since (B)(6) 2008 for insomnia, topiramate (topamax) since 2004 and tramadol since 2004 for migraine and nsaids from (B)(6) 2007 and paracetamol (acetaminophen) from (B)(6) 2007 for pelvic pain female. In (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed in (B)(6) 2007. At the time of the report, the device dislocation, pelvic pain, vaginal haemorrhage, anxiety, depression and dysmenorrhoea outcome was unknown and the menorrhagia was resolving. The reporter considered anxiety, depression, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date - (B)(6) 2007 and (B)(6) 2011. On (B)(6) 2007 - she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2019: plaintiff fact sheet was received. Events added from pfs - depression, mental anguish, abnormal bleeding (vaginal)¸ abnormal bleeding (menorrhagia), migration of essure device, dysmenorrhea (cramping). Reporter information, concomitant drug, events onset date, event outcome were added. Essure model updated to 305 to 205. Device category changed from device other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ migration/migration of essure device location of device: unknown location'), device expulsion ('expulsion of essure device') and genital haemorrhage ('general abnormal bleed') in a 30-year-old female patient who had essure (ess205) (batch no. 622306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2004, depression, energy decreased and pregnancy. Concurrent conditions included menometrorrhagia. Concomitant products included alprazolam (xanax) since (B)(6) 2018 for anxiety, amlodipine since (B)(6) 2006 and lisinopril since (B)(6) 2006 for blood pressure high, metformin since (B)(6) 2006 for diabetes, zolpidem tartrate (ambien) since (B)(6) 2008 for insomnia, topiramate (topamax) since 2004 and tramadol since 2004 for migraine, nsaids from (B)(6) 2007 to (B)(6) 2007 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2007 for pelvic pain female as well as fluoxetine hydrochloride (prozac) since 1995. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems: uti") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2007, hyst. (Full} and (B)(6) 2007, hyst. (Full},). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, anxiety, depression, dysmenorrhoea and vaginal discharge outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain and urinary tract infection had resolved and the menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2007 and (B)(6)2011. On (B)(6) 2007- she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. She received treatment for pelvic/abdominal pain, general abnormal bleed, psych injury, migration, bladder/urinary problems; uti. 3 coils were visible on left side and right side. Discrepancy noted as per pfs: essure device was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Lot number: 622306, manufacture date: 2006-12, expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 20-nov-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ migration/migration of essure device location of device: unknown location'), device expulsion ('expulsion of essure device') and genital haemorrhage ('general abnormal bleed') in a 30-year-old female patient who had essure (ess205) (batch no. 622306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2004, depression, energy decreased and pregnancy. Concurrent conditions included menometrorrhagia. Concomitant products included alprazolam (xanax) since (B)(6) 2018 for anxiety, amlodipine since (B)(6) 2006 and lisinopril since (B)(6) 2006 for blood pressure high, metformin since (B)(6) 2006 for diabetes, zolpidem tartrate (ambien) since (B)(6) 2008 for insomnia, topiramate (topamax) since 2004 and tramadol since 2004 for migraine, nsaids from (B)(6) 2007 to (B)(6) 2007 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2007 for pelvic pain female as well as fluoxetine hydrochloride (prozac) since 1995. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic area"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems: uti") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2007, hyst. (Full} and (B)(6) 2007, hyst. (Full},). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, anxiety, depression, dysmenorrhoea and vaginal discharge outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain and urinary tract infection had resolved and the heavy menstrual bleeding was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, heavy menstrual bleeding, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (B)(6) 2007 and (B)(6)2011. On (B)(6) 2007- she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. She received treatment for pelvic/abdominal pain, general abnormal bleed, psych injury, migration, bladder/urinary problems; uti. 3 coils were visible on left side and right side. Discrepancy noted as per pfs: essure device was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion.. Lot number: 622306 manufacture date: 2006-12 expiration date: 2008-11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 17-may-2021: mr received. Reporters information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ migration') and genital haemorrhage ('general abnormal bleed') in a 30-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included alprazolam (xanax) since (B)(6) 2018 for anxiety, amlodipine since (B)(6) 2006 and lisinopril since (B)(6) 2006 for blood pressure high, metformin since (B)(6) 2006 for diabetes, zolpidem tartrate (ambien) since (B)(6) 2008 for insomnia, topiramate (topamax) since 2004 and tramadol since 2004 for migraine and nsaids from (B)(6) 2007 to (B)(6) 2007 and paracetamol (acetaminophen) from (B)(6) 2007 to (B)(6) 2007 for pelvic pain female. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("bladder/urinary problems: uti"). The patient was treated with surgery (surgical removal of coil(s)). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, vaginal haemorrhage, anxiety, depression and dysmenorrhoea outcome was unknown, the pelvic pain, abdominal pain, genital haemorrhage and urinary tract infection had resolved and the menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date-(B)(6) 2007 and (B)(6) 2011. On (B)(6) 2007- she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. She received treatment for pelvic/abdominal pain, general abnormal bleed, psych injury, migration, bladder/urinary problems; uti. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: on (B)(6) 2007, she implanted essure (previously reported as (B)(6) 2007). On (B)(6) 2007, she explanted essure (previously reported as (B)(6) 2007). Added events abdominal pain, general abnormal bleed, bladder/urinary problems; uti. Updated events psychological or psychiatric problems: mental anguish/ psychology injury (previously reported as psychological or psychiatric problems: anxiety and mental anguish) and migration of essure device/ migration (previously reported as migration of essure device). Updated outcome of event pelvic pain. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device/ migration/migration of essure device location of device: unknown location'), device expulsion ('expulsion of essure device') and genital haemorrhage ('general abnormal bleed') in a 30-year-old female patient who had essure (ess205) (batch no. 622306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast reduction in 2004, depression, energy decreased and pregnancy. Concurrent conditions included menometrorrhagia. Concomitant products included alprazolam (xanax) since (B)(6) 2018 for anxiety, amlodipine since (B)(6) 2006 and lisinopril since (B)(6) 2006 for blood pressure high, metformin since (B)(6) 2006 for diabetes, zolpidem tartrate (ambien) since (B)(6) 2008 for insomnia, topiramate (topamax) since 2004 and tramadol since 2004 for migraine, nsaids from (B)(6) 2007 and paracetamol (acetaminophen) from (B)(6) 2007 for pelvic pain female as well as fluoxetine hydrochloride (prozac) since 1995. On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic area"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"), depression ("psychological or psychiatric problems condition: depression"), urinary tract infection ("bladder/urinary problems: uti") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). The patient was treated with surgery ((B)(6) 2007, hyst. (Full} and (B)(6) 2007, hyst. (Full}). Essure (ess205) was removed on (B)(6) 2007. At the time of the report, the device dislocation, device expulsion, vaginal haemorrhage, anxiety, depression, dysmenorrhoea and vaginal discharge outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain and urinary tract infection had resolved and the menorrhagia was resolving. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2007 and (B)(6) 2011. On (B)(6) 2007- she performed tubal ligation surgery. Discrepancy noted in essure confirmation test mentioned as she did not undergo confirmation test as well essure device was successfully occluded. She received treatment for pelvic/abdominal pain, general abnormal bleed, psych injury, migration, bladder/urinary problems; uti. 3 coils were visible on left side and right side. Discrepancy noted as per pfs: essure device was not removed. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-nov-2019: plaintiff fact sheet received. Events: expulsion of essure device, vaginal discharge were added. Lot number was added. Concomitant drug and historical conditions were added. Lab data was updated. Fu 5&6 processed together. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.